Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
It was reported that the act button was unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.